Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing was pulled lightly while she was undressing herself, the tubing came off at the quick release. The patient took the tubing off in the second infusion set herself as it was loose. Her blood glucose level was high for a few days reported to over 350 mg/dl, which was treated with a pump. The site location was stomach area and the pump was in the pocket. The infusion sets had been in use for two days for both instances. The infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.